Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the meter found some cosmetic damages. On investigation, the meter powered up and downloaded successfully. The reported error message was observed in the meter download. The meter screen and buttons functioned properly, and paired with a test pump successfully. No error messages occurred during the evaluation. The reported error message was verified in the download but not duplicated in the investigation.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter remote gave error 1 messages at random for the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.